Event description:
Boston scientific received information that during the implant procedure the physician had perforated the right ventricle. The right ventricular (rv) lead was placed in the right ventricular apex originally. A pacing system analyzer was not used for measurements during the implant. However, device measurements revealed 3.3mv r waves, pacing impedances of 750 ohms, and a threshold of 3.7v at 0.5 ms. Later, measurements were sensing greater than 12mv, a threshold of 2.5v, and pacing impedances increased to 2100 ohms. The physician elected to monitor the issue at that time. Shortly thereafter the patient's blood pressure was dropping and another interrogation was performed. Impedances were 2150 ohms and a threshold of 2.5v. An echocardiogram was done and dopamine was started. The patient was taken back to the operating room for a pericardiocentesis and the impedances then dropped to 1100 ohms. A decision was made to move the lead and a perforation was suspected when lead was in the rv apex. The rv lead was repositioned to the low septum. Measurements of the rv lead when in the low septum were 12mv, 1750 ohms, and a threshold of 2v. It was further reported that the patient and lead issue will be monitored. The following day lead measurements were r-waves of 6 mv, 1300 ohm impedances, and a threshold of 2 v at 0.5 ms. The physician elected to keep the lead in its current location.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.